Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional, via the manufacturer representative, reported there were problems inserting the lead into the implantable neurostimulator. It was noted the lead was changed, but it was not possible to completely insert the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.